Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was further communicated on 23jan2025 that on (B)(6) 2024 the patient had increased yellow/purulent drainage from driveline site. They saw infectious disease on (B)(6) 2023, and a culture was sent which was negative. They were treated with linezolid 600mg twice daily for 7 days, then back to amoxicillin 500mg orally twice daily prophylactically. It was also stated that the patient complained of pain and drainage from the driveline exit site on (B)(6) 2024. They noted it was foul smelling drainage, and the site was cultured. The patient was treated with linezolid 600 mg orally twice daily for 10 days as per infectious diseases. From (B)(6) 2024, the patient was started on fluconazole 200 mg orally daily for increased driveline drainage for 14-day course. On 30may2024, the patient reported ¿remarkable improvement¿ in drainage. On (B)(6) 2024, the patient had an infectious disease appointment where they complained of worsening drainage of yellow colored purulent fluid from the driveline and continued to have intermittent episodes of soreness/cramping around the site. The dressing continued to be changed every day at home by their spouse. They denied fevers and chills. The patient was otherwise in good health and was maintaining a good appetite. On (B)(6) 2024 the patient was admitted to be evaluated by computed tomography (CT) scan for possible driveline incision and drainage. A CT scan of the abdomen was performed on (B)(6) 2024. On (B)(6) 2024, the patient underwent incision and drainage of the driveline, driveline relocation, driveline velour removal, placement, and wound vacuum dressing. On (B)(6) 2024 the patient was discharged home on doxycycline 100mg orally twice a day to complete a 2-week course (end date (B)(6) 2024) and long-term amoxicillin 500mg orally twice a day.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated on 22jul2024 that the onset of the infection was (B)(6) 2022, and that the patient had staphylococcus lugdunensis. They were treated with vancomycin and transitioned to linezolid.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was currently admitted to the hospital for driveline infection and was status post incision and drainage and driveline relocation performed on (B)(6) 2024.